Manufacturer narrative:
Alleged failure: the unit flickered mid case back to the "plug camera in" screen. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: a short in the cable is the cause of this issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Please note correction to d9, "returned to manufacturer on".

Event description:
The unit flickered mid case back to the "plug camera in" screen. Therefore, there was loss of image.

Event description:
The unit flickered mid case back to the "plug camera in" screen. Therefore, there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.